Event description:
Additional information later received reported that per the healthcare provider it was unknown if the issue had resolved. The patient recovered without permanent impairment.

Event description:
Additional information received reported the patient was to be seen by the neurosurgeon on (B)(6) 2015. Further information was not provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient developed an infection and the pump was explanted on (B)(6) 2014. It was unknown if the catheter was removed entirely or not. The patient was currently hospitalized and stable on oral baclofen per his managing physician. It was unknown what drug the pump was being used to deliver. The date of diagnosis of the infection, location of the infection, if a culture was obtained and the type of infection, signs and symptoms associated with the event, if perioperative antibiotics were administered, additional interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient's pre-implant risk factor was a debilitated status. It was unknown if perioperative antibiotics were administered. The patient developed the infection approximately 2 weeks after implant. The patient did not have meningitis. The symptom of infection was drainage. The location of the infection was unknown by this reporter and it was unknown if cultures were obtained. The patient was treated with IV (intravenous) antibiotics. The patient experienced no drug withdrawal. The patient outcome was reported as "ongoing." The device system was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).